Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) left bundle branch lead exhibited non-ideal parameters due to patient's cardiac anatomy/myocardial scarring. The lead was removed, and myocardial tissue was found to be entrained at the tip of the lead. The parameters were still not ideal after cleaning. The lead was attempted, not used and was replaced. When the right atrial (ra) lead was attempted to be implanted, after many attempts, the patient experienced discomfort symptoms such as chest tightness and decreased blood pressure due to the long operation time. The lead was attempted, not used and was replaced. No patient complications have been reported as a result of this event.